Event description:
A customer reported experiencing multiple intermittent occlusion alarms on their insulin pump, with specific alarms identified as alarm 2 and alarm 26. Despite these alarms, the customer's blood glucose level did not exceed 500 mg/dl. Customer continued to use pump for insulin therapy.